Event description:
It was reported that this implantable device battery was suspected of exhibiting accelerated depletion. The device data was forwarded to boston scientific technical services for review and it was confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.